Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer experienced a high blood glucose level of 415 mg/dl. The customer treated his blood glucose level with a bolus and by eating. If needed he would use injection shots. The device was not returned.